Event description:
Customer reportedly received the following back to back results on the same device: 127 mg/dl, 55 mg/dl, 57 mg/dl, and 98 mg/dl. No high or low blood glucose symptoms. No quality controls used. No adverse event reported. No actions taken based on device results. Requested return of supsect device and replacement was sent.